Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 16:310, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This device is an unremediated colleague pump with a user interface module software version of 5.03.00. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the condition of failure code 16:310 in the pump's event history. However, this condition could not be reproduced and, therefore, the root cause could not be determined and no repairs were performed. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). (B)(4)